Event description:
Complainant alleged that while attempting to treat a patient for a seizure, the device's display filled up with vertical lines and then the display blanked out. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.